Manufacturer narrative:
Correction: per the surgeon, the revision surgery to replace the cover screw did not occur. (B)(6). Correction: the correct catalog number is 92131, not 92133 as previously reported. This report is filed on april 18, 2014. Implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Event description:
Per the clinic, the patient was taken to the operating room on (B)(6) 2013, her abutment was removed from the fixture and a cover screw was placed subsequent to reported inflammation around the abutment site. The implanted device remains.